Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('passing golf six blood clots') and uterine dilation and curettage ('dilation and curettage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst") and underwent uterine dilation and curettage (seriousness criterion medically significant). The patient was treated with surgery (he cut and pulled mine). Essure was removed. At the time of the report, the menorrhagia, uterine dilation and curettage and ovarian cyst outcome was unknown. The reporter considered menorrhagia, ovarian cyst and uterine dilation and curettage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : menorrhagia, uterine dilation and curettage and ovarian cyst. Amendment: the report was amended for the following reason: this case is deleted from bayer database as this case found to be duplicate of case : (B)(4). All the information such as :references, reporters , events has been transferred from this case to retention case (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('passing golf six blood clots') and uterine dilation and curettage ('dilation and curettage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst") and underwent uterine dilation and curettage (seriousness criterion medically significant). The patient was treated with surgery (he cut and pulled mine). Essure was removed. At the time of the report, the menorrhagia, uterine dilation and curettage and ovarian cyst outcome was unknown. The reporter considered menorrhagia, ovarian cyst and uterine dilation and curettage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : menorrhagia, uterine dilation and curettage and ovarian cyst no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.